Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the retainer ring came off. The customer's blood was 9.4 mmol/l at the time of incident. The insulin pump will be replaced and will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. Device received with missing reservoir tube oring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.